Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/29/2013: the device was returned to animas and evaluated by product analysis on 07/26/2013 with the following results: testing confirmed the bolus button cover and plug are detached from the pump, exposing the internal contact. Observed debris on internal components of bolus button. Unable to obtain an audible alarm reading because of damaged bolus button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the distributor contacted animas and alleged the audio bolus button was missing. There is no allegation of an adverse event. This complaint is being reported because the issue was not resolved with trouble shooting.